Event description:
It was reported that the flex video scope had screen noise. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. However, the device evaluation identified the scope displayed no image. A root cause could not be identified. Based on the results of the investigation, the likely cause of the of no image is due to corrosion of the connector/plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.